Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application froze on (B)(6) 2016. Patient closed applications running in the background, restarted the phone and the application worked again. No injury or medical intervention was reported.